Manufacturer narrative:
Concomitant medical products: 383069, lead, implanted: (B)(6) 2014; 383059, lead, implanted: (B)(6) 2017. If information is provided in, the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced. No further patient complications have been reported as a result of this event.